Event description:
It was reported, a 31 mm sjm biocor valve was implanted in the mitral position. Intraoperatively the physician noticed the valve leaflets would not close properly. The patient went back on cardiopulmonary bypass, the valve was removed and replaced with a smaller 29 mm sjm biocor valve. It was reported, the patient experienced extended pump time and is currently in recovery.